Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. His blood glucose was unknown at the time of reporting. His mother was given information on removing the reservoir and battery from his insulin pump while it was not being used during his hospitalization. No equipment was returned. No additional information was reported.